Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. It was stated that the customer had visited the clinic a week earlier, also for high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. It was also stated that the customer was being treated for an upper respiratory infection that may have contributed to the elevated blood glucose levels. Nothing further was reported.